Manufacturer narrative:
The customer spoke to a philips remote service engineer (rse) who confirmed the power switch overlay required replacement. The customer replaced the power switch overlay to resolve the issue. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
Report date: 18jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.